Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: (B)(6). A medtronic representative went to the site to test the equipment. It was noted that the imaging system rad/gain calibrations were 167 days overdue. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The event reported in this 3500a also represents a potential accidental radiation occurrence (aro) per 21 cfr 1002.20(a). Per 21 cfr 1002.20(c), this event is being reported under part 803. Supplemental aro information is as follows: nature and circumstances of aro: location of aro: (B)(6). Number of persons exposed: 1. Number of persons adversely affected: 0. Actions taken to control, correct, or eliminate.

Event description:
A site representative reported that, while in a spinal fusion, a 3-4 millimeter medial lateral imprecision was observed on a confirmation image acquisition. It was reported that the screw breached the spinal cord. It was noted that there was no nerve damage to the patient. It was noted that the navigation system was used while drilling the patient and not during screw placement. There were no additional issues reported to the patient following the reported issue. There was a reported delay to the procedure of less than 1 hour due to this issue. No additional information was provided.